Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The device showed stretching/buckling and a fracture located 2.5cm from the hub. The device was not completely separated the inner liner was still intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the outer layer of the microcatheter was dislodged. The target lesion was located in the liver. A 180cm renhf 135cm 10 preload renegade hi flo was selected for use. After unpacking the inner package for heparin water flushing, it was found that the outer layer of the microcatheter was dislodged and could not be used. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the outer layer of the microcatheter was dislodged. The target lesion was located in the liver. A 180cm renhf 135cm 10 preload renegade hi flo was selected for use. After unpacking the inner package for heparin water flushing, it was found that the outer layer of the microcatheter was dislodged and could not be used. The procedure was completed with another of the same device. No complications reported and the patient is stable.